Manufacturer narrative:
A partial lead with the tip electrode measuring 43.5cm was returned for analysis. External insulation abrasion was noted at 39.3-39.5cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the patient presented in clinic for normal followup and noise was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.